Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). Investigation summary: the complaint device was received at the service center and evaluated. The reported complaint of the device being broken was not confirmed. However, other defects were found to be impairing the device function. The following repair activities were performed: "micro": preventive replacement of o-rings performed short circuit in the motor cable - motor cable replaced; resistance value out of specs: handcontrol set replaced. Functional test , hipot test and electrical safety tests were performed . The unit cleaned. Since the reported failure of a broken device was not confirmed, the root cause for the reported failure could not be determined. A manufacturing record evaluation was performed for the finished device serial number (B)(4) and product code 283512, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls needs service and is broken. Issue was found pre-operatively.